Event description:
Complainant alleged that while attempting to monitor a male pt (gender unk), the device intermittently lost ECG signal. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.